Event description:
A malfunction alarm was reported with the code malf 12 on the customer's pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer received assistance from technical support to reset the pump, and after resetting, the malfunction alarm did not recur. The customer was advised to continue using the pump and to call back if any future issues arise.